Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition although it did have a scratched screen. The pump was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. There was no fault found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a double beep no cassette error. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.